Event description:
Due to patient anatomy the delivery system could not be advanced through the right external iliac artery. An attempt to dilate the vessel resulted in vessel dissection. The patient was then converted to open surgical repair of the anuerysm.